Event description:
Device malfunction: none. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after tying the knots, bleeding continued. The sutures were removed and a second prostar xl was used, but bleeding continued. A cut-down procedure revealed that the second prostar xl device had successfully achieved hemostasis, but there was bleeding identified from a second hole. Info provided to abbott vascular indicated that the second arteriotomy was created during the interventional endovascular aortic aneurysm repair (evar) and was not related to the prostar xl devices. The bleeding from the second hole was surgically sutured. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.